Event description:
The pt felt stimulation on the left side only, even when the right electrodes were activated. A revision surgery was done under monitored anesthesia care, even though the lead appeared to be midline. The pt felt stimulation on the right side during the procedure. After the procedure, the pt again felt stimulation only on the left side, even when only the right electrodes were activated. Pt anatomy may have contributed to the situation. Programming options were discussed. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
.